Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). The device has been rec'd but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.

Event description:
Clinical consultant was on-site during a new install go-live. While doing compliance rounds a nurse notified her that the set was noted to be leaking somewhere in the vicinity of the upper fitment, although it was not certain whether it was above or below the fitment. IV solution was plain maintenance fluid. There was no report of pt harm or medical intervention. Clinical consultant stated that no further pt or event info is available.